Manufacturer narrative:
Manufacturer report 2938836-2018-00377 should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate shocks and experiencing syncope. Upon review of session records, svt was noted on the initial diagnosis and then vt/vf episodes were also seen. Programming changes were made. The patient was stable during and post programming changes.